Event description:
On (B)(6) 2011, pt reported the up button on the infusion device is defective. He noticed the up button was not responding as normal 1 week ago when programming a bolus, and he had to press it very hard and for a long time for the infusion device to respond. The up button stopped functioning entirely on (B)(6) 2011. Pt switched to injection therapy. The up button does not "click" when it is pressed, but it does pop back up when released. Pt boluses 7 - 8 times per day and has worn this infusion device for 3 years. Infusion device was not dropped on a hard surface or exposed to water, moisture, or insulin ingress. The infusion device does not appear damaged in any way. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.